Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. Implant date - estimate. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an unknown omnilink elite stent delivery system (sds) was being advanced via a radial approach. Prior to deployment of the stent, removal of the sds was attempted but the stent dislodged on re-entry into the 6f introducer sheath. The stent was implanted in the radial artery. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: outcomes attributed to adverse event changed from disability to other.

Manufacturer narrative:
(B)(4). The stent used was a non-abbott stent. There was no abbott stent used for this procedure. The investigation determined the complaint is not related to an abbott product.

Event description:
Subsequent to the initially filed report, the following information was received: the physician made an error. The stent used was a non-abbott stent. There was no abbott stent used for this procedure. No additional information was provided.